Event description:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female] , chronic fatigue [chronic fatigue] , sleep disorders [sleep disorder] , weight gain [weight gain] , migraines [migraine] , muscle pain [muscle pain] , dizziness [dizziness] , impaired vision [visual impairment] , hearing problems [auditory disorder] , ent problems [ear, nose and throat disorder] , haemorrhages [genital bleeding] , urinary problems [urinary tract disorder] , digestive problems [digestion impaired] , memory and concentration problems [concentration impairment] , memory problems [memory disturbance] , thyroid problems [thyroid disorder] , loss of balance [loss of balance] , falls [fall] , gum pain; [gum pain] , hair loss [hair loss] , stress [stress] , uterine hypertrophy [uterine hypertrophy] , arthroplasty of the acromioclavicular joint of the left shoulder under arthroscopy [shoulder arthroplasty], acromioplasty [acromioplasty] , rotator cuff tendinopathy of the left shoulder subacromial region [rotator cuff tendinitis] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniere's disease in 2009, parity 2 (born in 1998 and 2001), evisceration of eye, eventration repair, hypothyroidism, hashimoto's thyroiditis, rotator cuff tear, caesarean section (1998 & 2001) and umbilical hernia. Concurrent conditions included sacroiliac joint dysfunction, headache, dizziness, tendinitis, urinary tract infection, endometriosis, vertigo, nausea, vomiting, dyspareunia, dysphagia and polyarthralgia. Concomitant products included acetylleucine (tanganil), amitriptyline hydrochloride (laroxyl), betahistine hydrochloride (betaserc), chlormadinone acetate (luteran), levothyroxine sodium (levothyrox), levothyroxine sodium (tcaps), levothyroxine sodium (thyroxine), levothyroxine sodium, liothyronine sodium (euthyral), nomegestrol acetate (lutenyl), sterculia urens gum (normacol) and tramadol hydrochloride (tramadol). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), migraine ("migraines"), myalgia ("muscle pain"), dizziness ("dizziness"), visual impairment ("impaired vision"), auditory disorder ("hearing problems"), ear, nose and throat disorder ("ent problems"), genital haemorrhage ("haemorrhages"), urinary tract disorder ("urinary problems"), dyspepsia ("digestive problems"), disturbance in attention ("memory and concentration problems"), memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), balance disorder ("loss of balance"), fall ("falls"), gingival pain ("gum pain;"), alopecia ("hair loss") and stress ("stress") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient underwent shoulder arthroplasty ("arthroplasty of the acromioclavicular joint of the left shoulder under arthroscopy") and acromioplasty ("acromioplasty"), 4 years 3 months after insertion of essure. On (B)(6) 2023, the patient experienced rotator cuff syndrome ("rotator cuff tendinopathy of the left shoulder subacromial region"). On an unknown date, the patient experienced uterine enlargement ("uterine hypertrophy"). The patient was treated with capsaicin (qutenza), paracetamol, rosuvastatin calcium (rosuvastatine), trolamine salicylate (analgesic) and surgery (extended hysterectomy by laparoscopy and vaginal route, and bilateral salpingectomy and synovectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, sleep disorder, weight increased, migraine, myalgia, dizziness, visual impairment, auditory disorder, ear, nose and throat disorder, genital haemorrhage, urinary tract disorder, dyspepsia, disturbance in attention, memory impairment, thyroid disorder, balance disorder, fall, gingival pain, alopecia, stress, uterine enlargement, shoulder arthroplasty, acromioplasty and rotator cuff syndrome had not resolved. The reporter considered alopecia, auditory disorder, balance disorder, disturbance in attention, dizziness, dyspepsia, ear, nose and throat disorder, fall, fatigue, genital haemorrhage, gingival pain, memory impairment, migraine, myalgia, pelvic pain, rotator cuff syndrome, shoulder arthroplasty, sleep disorder, stress, thyroid disorder, urinary tract disorder, uterine enlargement, visual impairment, weight increased and acromioplasty to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: suggested endometrial changes due to progestogen therapy, probably on pre-existing hyperplasia. No signs of malignancy. Blood thyroid stimulating hormone - on an unknown date: 4.16; on (B)(6) 2009: 0.11. C-reactive protein (mg/l) - on (B)(6) 2004: 9; on (B)(6) 2006: 10; on (B)(6) 2006: 12. Computerised tomogram - on (B)(6) 2021: howed no significant lesions in the cervical-thoracic-abdominal region, particularly in the esophagus. Magnetic resonance imaging - on (B)(6) 2011: ncidental finding of a hypervascular nodular lesion suggestive of typical focal nodular hyperplasia; on (B)(6) 2015: f the right shoulder showed supraspinatus tendinopathy with subacromial syndrome, with external thinning without transfixing fissure, and slight degenerative acromioclavicular involvement; on (B)(6) 2017: of the right shoulder showed supraspinatus tendinopathy with subacromial syndrome without detectable transfixing lesion. Moderate tenosynovitis of the long biceps. Pathology test - on an unknown date: in the pelvic area, there is significant uterine hypertrophy with a completely blocked uterus. The ovaries were located very high above the iliac vessels. On the left, the problem was more complex due to the presence of endometriotic infiltration. Ultrasound thyroid - on (B)(6) 2015: revealed a small thyroid gland with hypoechoic and highly heterogeneous parenchyma and no detectable nodules. X-ray - on (B)(6) 2016: ight shoulder showed signs of moderate subacromial impingement, with no other evidence of rotator cuff damage.; on (B)(6) 2023: bilateral medial femorotibial chondropathy. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], chronic fatigue [chronic fatigue] , sleep disorders [sleep disorder] , weight gain [weight gain] , migraines [migraine] , muscle pain [muscle pain] , dizziness [dizziness] , impaired vision [visual impairment] , hearing problems [auditory disorder] , ent problems [ear, nose and throat disorder] , haemorrhages [genital bleeding] , urinary problems [urinary tract disorder] , digestive problems [digestion impaired] , memory and concentration problems [concentration impairment], memory problems [memory disturbance] , thyroid problems [thyroid disorder] , loss of balance [loss of balance] , falls [fall] , gum pain; [gum pain] , hair loss [hair loss] , stress [stress] , uterine hypertrophy [uterine hypertrophy] , arthroplasty of the acromioclavicular joint of the left shoulder under arthroscopy [shoulder arthroplasty] , acromioplasty [acromioplasty] , rotator cuff tendinopathy of the left shoulder subacromial region [rotator cuff tendinitis] , her mood was severely affected [mood altered] , chronic stress [stress]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of meniere's disease in 2009 and hyperplasia, umbilical hernia, caesarean section (1998 & 2001), rotator cuff tear, hashimoto's thyroiditis, hypothyroidism, eventration repair, evisceration of eye and parity 2 (born in 1998 and 2001). Concurrent conditions were listed as polyarthralgia, dysphagia, dyspareunia, vomiting, nausea, vertigo, endometriosis, urinary tract infection, tendinitis, dizziness, headache and sacroiliac joint dysfunction. Concomitant products included luteran (chlormadinone acetate), tcaps (levothyroxine sodium), euthyral (levothyroxine sodium, liothyronine sodium), tramadol (tramadol hydrochloride), thyroxine (levothyroxine sodium), tanganil (acetylleucine), normacol (sterculia urens gum), laroxyl (amitriptyline hydrochloride), betaserc (betahistine hydrochloride), lutenyl (nomegestrol acetate) and levothyrox (levothyroxine sodium). On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), migraine ("migraines"), myalgia ("muscle pain"), dizziness ("dizziness"), visual impairment ("impaired vision"), auditory disorder ("hearing problems"), ear, nose and throat disorder ("ent problems"), genital haemorrhage ("haemorrhages"), urinary tract disorder ("urinary problems"), dyspepsia ("digestive problems"), disturbance in attention ("memory and concentration problems"), memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), balance disorder ("loss of balance"), fall ("falls"), gingival pain ("gum pain;"), alopecia ("hair loss") and a first episode of stress ("stress") and was found to have weight increased ("weight gain"). On (B)(6) 2018 she underwent shoulder arthroplasty ("arthroplasty of the acromioclavicular joint of the left shoulder under arthroscopy") and acromioplasty ("acromioplasty"). On (B)(6) 2023 she experienced rotator cuff syndrome ("rotator cuff tendinopathy of the left shoulder subacromial region"). On unknown date she experienced uterine enlargement ("uterine hypertrophy"), mood altered ("her mood was severely affected") and a second episode of stress ("chronic stress"). The patient was treated with analgesic (trolamine salicylate), rosuvastatine (rosuvastatin calcium), paracetamol and qutenza (capsaicin) as well as surgery (extended hysterectomy by laparoscopy and vaginal route, and bilateral salpingectomy and synovectomy). At the time of the report, the pelvic pain, fatigue, sleep disorder, weight increased, migraine, myalgia, dizziness, visual impairment, auditory disorder, ear, nose and throat disorder, genital haemorrhage, urinary tract disorder, dyspepsia, disturbance in attention, memory impairment, thyroid disorder, balance disorder, fall, gingival pain, alopecia, uterine enlargement, shoulder arthroplasty, acromioplasty and rotator cuff syndrome had not resolved. The outcomes for mood altered and the last episode of stress were unknown. The reporter considered alopecia, auditory disorder, balance disorder, disturbance in attention, dizziness, dyspepsia, ear, nose and throat disorder, fall, fatigue, genital haemorrhage, gingival pain, memory impairment, migraine, mood altered, myalgia, pelvic pain, rotator cuff syndrome, shoulder arthroplasty, acromioplasty, sleep disorder, the first episode of stress, the second episode of stress, thyroid disorder, urinary tract disorder, uterine enlargement, visual impairment and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2015: suggested endometrial changes due to progestogen therapy, probably on pre-existing hyperplasia. No signs of malignancy. [Blood cholesterol] (date unknown): 3.01 [blood thyroid stimulating hormone] on (B)(6) 2009: 0.11; on (B)(6) 2014: 2.057; on (B)(6) 2014: 0.410; on (B)(6) 2014: 5,503 u; on (B)(6) 2015: 1.802; on (B)(6) 2017: 0.82; on (B)(6) 2018: 1.32; on (B)(6) 2019: 0.12; on (B)(6) 2019: 0.13; on (B)(6) 2021: 1.16; on (B)(6) 2021: 0.07; on (B)(6) 2022: 5.17; on (B)(6) 2023: 6.62; (dates unknown): 4.16 and 10.29 [blood triglycerides] (date unknown): 1.51 [c-reactive protein] on (B)(6) 2004: 9; on (B)(6) 2006: 10; on (B)(6) 2006: 12 [computerised tomogram] on (B)(6)2021: howed no significant lesions in the cervical-thoracic-abdominal region, particularly in the esophagus [gamma-glutamyltransferase] (date unknown): 59 [magnetic resonance imaging] on (B)(6) 2011: ncidental finding of a hypervascular nodular lesion suggestive of typical focal nodular hyperplasia; on (B)(6) 2015: f the right shoulder showed supraspinatus tendinopathy with subacromial syndrome, with external thinning without transfixing fissure, and slight degenerative acromioclavicular involvement; on (B)(6) 2017: of the right shoulder showed supraspinatus tendinopathy with subacromial syndrome without detectable transfixing lesion. Moderate tenosynovitis of the long biceps. [Pathology test] (date unknown): in the pelvic area, there is significant uterine hypertrophy with a completely blocked uterus. The ovaries were located very high above the iliac vessels. On the left, the problem was more complex due to the presence of endometriotic infiltration [transferrin] (date unknown): 2.19 [ultrasound thyroid] on (B)(6) 2015: revealed a small thyroid gland with hypoechoic and highly heterogeneous parenchyma and no detectable nodules. [Vitamin d] on (B)(6) 2023: 68 [x-ray] on (B)(6) 2016: ight shoulder showed signs of moderate subacromial impingement, with no other evidence of rotator cuff damage.; on (B)(6) 2023: bilateral medial femorotibial chondropathy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female, chronic fatigue, sleep disorders, weight gain, migraines, muscle pain, dizziness, impaired vision [visual impairment], hearing problems [auditory disorder], ent problems [ear, nose and throat disorder], haemorrhages [genital bleeding], urinary problems [urinary tract disorder], digestive problems [digestion impaired], memory and concentration problems [concentration impairment], memory problems [memory disturbance], thyroid problems [thyroid disorder], loss of balance, falls, gum pain, hair loss, stress, uterine hypertrophy, arthroplasty of the acromioclavicular joint of the left shoulder under arthroscopy [shoulder arthroplasty], acromioplasty, rotator cuff tendinopathy of the left shoulder subacromial region [rotator cuff tendinitis], her mood was severely affected [mood altered], chronic stress. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of meniere's disease in 2009 and hyperplasia, umbilical hernia, caesarean section (1998 & 2001), rotator cuff tear, hashimoto's thyroiditis, hypothyroidism, eventration repair, evisceration of eye and parity 2 (born in 1998 and 2001). Concurrent conditions were listed as polyarthralgia, dysphagia, dyspareunia, vomiting, nausea, vertigo, endometriosis, urinary tract infection, tendinitis, dizziness, headache and sacroiliac joint dysfunction. Concomitant products included luteran (chlormadinone acetate), tcaps (levothyroxine sodium), euthyral (levothyroxine sodium, liothyronine sodium), tramadol (tramadol hydrochloride), thyroxine (levothyroxine sodium), tanganil (acetylleucine), normacol (sterculia urens gum), laroxyl (amitriptyline hydrochloride), betaserc (betahistine hydrochloride), lutenyl (nomegestrol acetate) and levothyrox (levothyroxine sodium). On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), migraine ("migraines"), myalgia ("muscle pain"), dizziness ("dizziness"), visual impairment ("impaired vision"), auditory disorder ("hearing problems"), ear, nose and throat disorder ("ent problems"), genital haemorrhage ("haemorrhages"), urinary tract disorder ("urinary problems"), dyspepsia ("digestive problems"), disturbance in attention ("memory and concentration problems"), memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), balance disorder ("loss of balance"), fall ("falls"), gingival pain ("gum pain;"), alopecia ("hair loss") and a first episode of stress ("stress") and was found to have weight increased ("weight gain"). On (B)(6) 2018 she underwent shoulder arthroplasty ("arthroplasty of the acromioclavicular joint of the left shoulder under arthroscopy") and acromioplasty ("acromioplasty"). On (B)(6) 2023 she experienced rotator cuff syndrome ("rotator cuff tendinopathy of the left shoulder subacromial region"). On unknown date she experienced uterine enlargement ("uterine hypertrophy"), mood altered ("her mood was severely affected") and a second episode of stress ("chronic stress"). The patient was treated with analgesic (trolamine salicylate), rosuvastatine (rosuvastatin calcium), paracetamol and qutenza (capsaicin) as well as surgery (extended hysterectomy by laparoscopy and vaginal route, and bilateral salpingectomy and synovectomy). At the time of the report, the pelvic pain, fatigue, sleep disorder, weight increased, migraine, myalgia, dizziness, visual impairment, auditory disorder, ear, nose and throat disorder, genital haemorrhage, urinary tract disorder, dyspepsia, disturbance in attention, memory impairment, thyroid disorder, balance disorder, fall, gingival pain, alopecia, uterine enlargement, shoulder arthroplasty, acromioplasty and rotator cuff syndrome had not resolved. The outcomes for mood altered and the last episode of stress were unknown. The reporter considered alopecia, auditory disorder, balance disorder, disturbance in attention, dizziness, dyspepsia, ear, nose and throat disorder, fall, fatigue, genital haemorrhage, gingival pain, memory impairment, migraine, mood altered, myalgia, pelvic pain, rotator cuff syndrome, shoulder arthroplasty, acromioplasty, sleep disorder, the first episode of stress, the second episode of stress, thyroid disorder, urinary tract disorder, uterine enlargement, visual impairment and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2015: suggested endometrial changes due to progestogen therapy, probably on pre-existing hyperplasia. No signs of malignancy. [Blood cholesterol] (date unknown): 3.01. [Blood thyroid stimulating hormone] on (B)(6) 2009: 0.11; on (B)(6) 2014: 2.057; on (B)(6) 2014: 0.410; on (B)(6) 2014: 5,503 u; on (B)(6) 2015: 1.802; on (B)(6) 2017: 0.82; on (B)(6) 2018: 1.32; on (B)(6) 2019: 0.12; on (B)(6) 2019: 0.13; on (B)(6) 2021: 1.16; on (B)(6) 2021: 0.07; on (B)(6) 2022: 5.17; on (B)(6) 2023: 6.62; (dates unknown): 4.16 and 10.29. [Blood triglycerides] (date unknown): 1.51. [C-reactive protein] on (B)(6) 2004: 9; on (B)(6) 2006: 10; on (B)(6) 2006: 12 [computerised tomogram] on (B)(6) 2021: howed no significant lesions in the cervical-thoracic-abdominal region, particularly in the esophagus [gamma-glutamyltransferase] (date unknown): 59. [Magnetic resonance imaging] on (B)(6) 2011: ncidental finding of a hypervascular nodular lesion suggestive of typical focal nodular hyperplasia; on (B)(6) 2015: f the right shoulder showed supraspinatus tendinopathy with subacromial syndrome, with external thinning without transfixing fissure, and slight degenerative acromioclavicular involvement; on (B)(6) 2017: of the right shoulder showed supraspinatus tendinopathy with subacromial syndrome without detectable transfixing lesion. Moderate tenosynovitis of the long biceps. [Pathology test] (date unknown): in the pelvic area, there is significant uterine hypertrophy with a completely blocked uterus. The ovaries were located very high above the iliac vessels. On the left, the problem was more complex due to the presence of endometriotic infiltration [transferrin] (date unknown): 2.19. [Ultrasound thyroid] on (B)(6) 2015: revealed a small thyroid gland with hypoechoic and highly heterogeneous parenchyma and no detectable nodules. [Vitamin d] on (B)(6) 2023: 68. [X-ray] on (B)(6) 2016: ight shoulder showed signs of moderate subacromial impingement, with no other evidence of rotator cuff damage.; on (B)(6) 2023: bilateral medial femorotibial chondropathy. The most recent follow-up information incorporated above includes data received on: 13-feb-2026: medical record received. Event mood altered & stress added. Lab data updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female] , chronic fatigue [chronic fatigue] , sleep disorders [sleep disorder] , weight gain [weight gain] , migraines [migraine] , muscle pain [muscle pain] , dizziness [dizziness] , impaired vision [visual impairment] , hearing problems [auditory disorder] , ent problems [ear, nose and throat disorder], haemorrhages [genital bleeding] , urinary problems [urinary tract disorder] , digestive problems [digestion impaired] , memory and concentration problems [concentration impairment] , memory problems [memory disturbance] , thyroid problems [thyroid disorder] , loss of balance [loss of balance] , falls [fall] , gum pain; [gum pain] , hair loss [hair loss] , stress [stress] , uterine hypertrophy [uterine hypertrophy] , arthroplasty of the acromioclavicular joint of the left shoulder under arthroscopy [shoulder arthroplasty] , acromioplasty [acromioplasty] , rotator cuff tendinopathy of the left shoulder subacromial region [rotator cuff tendinitis] , her mood was severely affected [mood altered] , chronic stress [stress] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of meniere's disease in 2009 and hyperplasia, umbilical hernia, caesarean section (1998 & 2001), rotator cuff tear, hashimoto's thyroiditis, hypothyroidism, eventration repair, evisceration of eye and parity 2 (born in 1998 and 2001). Concurrent conditions were listed as polyarthralgia, dysphagia, dyspareunia, vomiting, nausea, vertigo, endometriosis, urinary tract infection, tendinitis, dizziness, headache and sacroiliac joint dysfunction. Concomitant products included luteran (chlormadinone acetate), tcaps (levothyroxine sodium), euthyral (levothyroxine sodium, liothyronine sodium), tramadol (tramadol hydrochloride), thyroxine (levothyroxine sodium), tanganil (acetylleucine), normacol (sterculia urens gum), laroxyl (amitriptyline hydrochloride), betaserc (betahistine hydrochloride), lutenyl (nomegestrol acetate) and levothyrox (levothyroxine sodium). On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders"), migraine ("migraines"), myalgia ("muscle pain"), dizziness ("dizziness"), visual impairment ("impaired vision"), auditory disorder ("hearing problems"), ear, nose and throat disorder ("ent problems"), genital haemorrhage ("haemorrhages"), urinary tract disorder ("urinary problems"), dyspepsia ("digestive problems"), disturbance in attention ("memory and concentration problems"), memory impairment ("memory problems"), thyroid disorder ("thyroid problems"), balance disorder ("loss of balance"), fall ("falls"), gingival pain ("gum pain;"), alopecia ("hair loss") and a first episode of stress ("stress") and was found to have weight increased ("weight gain"). On (B)(6) 2018 she underwent shoulder arthroplasty ("arthroplasty of the acromioclavicular joint of the left shoulder under arthroscopy") and acromioplasty ("acromioplasty"). On (B)(6) 2023 she experienced rotator cuff syndrome ("rotator cuff tendinopathy of the left shoulder subacromial region"). On unknown date she experienced uterine enlargement ("uterine hypertrophy"), mood altered ("her mood was severely affected") and a second episode of stress ("chronic stress"). The patient was treated with analgesic (trolamine salicylate), rosuvastatine (rosuvastatin calcium), paracetamol and qutenza (capsaicin) as well as surgery (extended hysterectomy by laparoscopy and vaginal route, and bilateral salpingectomy and synovectomy). At the time of the report, the pelvic pain, fatigue, sleep disorder, weight increased, migraine, myalgia, dizziness, visual impairment, auditory disorder, ear, nose and throat disorder, genital haemorrhage, urinary tract disorder, dyspepsia, disturbance in attention, memory impairment, thyroid disorder, balance disorder, fall, gingival pain, alopecia, uterine enlargement, shoulder arthroplasty, acromioplasty and rotator cuff syndrome had not resolved. The outcomes for mood altered and the last episode of stress were unknown. The reporter considered alopecia, auditory disorder, balance disorder, disturbance in attention, dizziness, dyspepsia, ear, nose and throat disorder, fall, fatigue, genital haemorrhage, gingival pain, memory impairment, migraine, mood altered, myalgia, pelvic pain, rotator cuff syndrome, shoulder arthroplasty, acromioplasty, sleep disorder, the first episode of stress, the second episode of stress, thyroid disorder, urinary tract disorder, uterine enlargement, visual impairment and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2015: suggested endometrial changes due to progestogen therapy, probably on pre-existing hyperplasia. No signs of malignancy. [Blood cholesterol] (date unknown): 3.01 [blood thyroid stimulating hormone] on (B)(6) 2009: 0.11; on (B)(6) 2014: 2.057; on (B)(6) 2014: 0.410; on (B)(6) 2014: 5,503 u; on (B)(6) 2015: 1.802; on (B)(6) 2017: 0.82; on (B)(6) 2018: 1.32; on (B)(6) 2019: 0.12; on (B)(6) 2019: 0.13; on (B)(6) 2021: 1.16; on (B)(6) 2021: 0.07; on (B)(6) 2022: 5.17; on (B)(6) 2023: 6.62; (dates unknown): 4.16 and 10.29 [blood triglycerides] (date unknown): 1.51 [c-reactive protein] on (B)(6) 2004: 9; on (B)(6) 2006: 10; on (B)(6) 2006: 12 [computerised tomogram] on (B)(6) 2021: howed no significant lesions in the cervical-thoracic-abdominal region, particularly in the esophagus [gamma-glutamyltransferase] (date unknown): 59 [magnetic resonance imaging] on (B)(6) 2011: ncidental finding of a hypervascular nodular lesion suggestive of typical focal nodular. Hyperplasia; on (B)(6) 2015: f the right shoulder showed supraspinatus tendinopathy with subacromial syndrome, with external. Thinning without transfixing fissure, and slight degenerative acromioclavicular involvement; on (B)(6) 2017: of the right shoulder showed supraspinatus tendinopathy with subacromial syndrome without detectable transfixing lesion. Moderate tenosynovitis of the long biceps. [Pathology test] (date unknown): in the pelvic area, there is significant uterine hypertrophy with a completely blocked uterus. The ovaries were located very high above the iliac vessels. On the left, the problem was more complex due to the presence of endometriotic infiltration [transferrin] (date unknown): 2.19 [ultrasound thyroid] on (B)(6) 2015: revealed a small thyroid gland with hypoechoic and highly heterogeneous parenchyma and no detectable nodules. [Vitamin d] on (B)(6) 2023: 68 [x-ray] on (B)(6) 2016: ight shoulder showed signs of moderate subacromial impingement, with no other evidence of rotator cuff damage.; on (B)(6) 2023: bilateral medial femorotibial chondropathy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-feb-2026: report received on 18-feb-2026 but date cannot be earlier than most recent follow up thus entered as 19-feb-2026upon receipt of new follow up argus cases (B)(4) are found to be duplicate of each other therefore argus case (B)(4) needs to be nullified from argus database. All source documents, references, events, reference & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.